Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the capsure fixation device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. This is the first reported complaint for the (B)(4) units manufactured in october of 2016. Addendum: addendum: this is an addendum to the initial emdr submitted based on additional information provided in a legal claim. The patient's attorney alleges adverse patient outcomes associated with the bard/davol fixation device. As reported, on (B)(6) 2019 the patient underwent surgical intervention related to the patient outcomes, however, the details provided regarding this intervention does not include any reference to the bard/davol fixation device. Based on the currently available information, we are unable to determine if the capsure fixation device caused or contributed to the reported patent¿s adverse outcomes. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
The following was reported by the patient's attorney: (B)(6) 2017: patient had a laparoscopic rectopexy ventral mesh insertion with a non bard/davol ethicon proleen mesh and a capsure fixation device. Specific device issue and/or patient injuries were not identified. Attorney requests confirmation that we are the manufacturers of this fixation product and confirmation of date that these products were first manufactured and the date they first went into circulation. Addendum: as reported from the patient¿s attorney: (B)(6) 2017, the patient underwent a laparoscopic rectopexy with implant of a non-bard/davol mesh due to a diagnosis of rectal prolapse. Per the hospital discharge note, "the mesh was deployed in the anterior wall of the rectum and fixed to the sacral promontory." The mesh was fixed into place with the bard/davol capsure device. (B)(6) 2017, during postoperative visit, the patient complained of back pain, frequent leakage [bowel] and pain high up in the anal canal. (B)(6) 2017, the patient underwent an MRI which showed some artifact lying adjacent to the sacral promontory, "likely due to the metallic tacks used during surgery." As reported, orthopaedic investigations ruled out any orthopaedic cause of the patient's symptoms. (B)(6) 2017, during follow-up, the surgeon offered to perform additional surgery but the patient was apprehensive due to the nature of her symptoms following the initial surgery. (B)(6) 2018, during a second follow-up, the surgeon offered to "remove the tacks" as the surgeon thought the tacks were the "main cause of the patient's problems." (B)(6) 2018, following multiple investigations from the attending clinicians, the source of the pain was thought to be related to the fixation device [capsure] inserted during the operation dated on (B)(6) 2017. (B)(6) 2019, the patient sought treatment with another physician who reported: "could palpate rectopexy mesh [non-bard/davol] & stitches over posterior vaginal wall through vaginal epithelium." (B)(6) 2019, the patient underwent an exploratory procedure and the operative notes stated: "no evidence of erosions. At laparoscopy mesh in correct position, slightly high at the level of the vaginal septum, peritonealized." As reported, in (B)(6) 2019, the patient underwent additional surgery and was also offered further surgery. The most recent appointments have been postponed due to the ongoing pandemic [covid-19]. Attorney alleges the fixation products [capsure] were defective. It is alleged that he patient experienced chronic pain, dyspareunia, altered bowel movements, altered sensation and pain in the lower spine in the region the tacks were placed. It is also alleged that the patient's physical and psychiatric difficulties are continuing which affect the patient's quality of life every day.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the capsure fixation device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. This is the first reported complaint for the 600 units manufactured in october of 2016. Should additional information be provided a supplemental emdr will be submitted. Device not returned.

Event description:
The following was reported by the patient's attorney: (B)(6) 2017: patient had a laparoscopic rectopexy ventral mesh insertion with a non bard/davol ethicon proleen mesh and a capsure fixation device. Specific device issue and/or patient injuries were not identified. Attorney requests confirmation that we are the manufacturers of this fixation product and confirmation of date that these products were first manufactured and the date they first went into circulation.